Manufacturer narrative:
The insulin pump was unable to prime duirng the prime test due to a faulty force sensor resistor. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case near the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during bolus delivery. The blood glucose reading was parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.